Manufacturer narrative:
Evaluation summary: analysis was performed and no anomalies were found.

Event description:
It was reported that prior to implant, upon interrogation, it was noticed that there was no battery longevity. The device was reinterrogated with no change in longevity status. It was further noted that the device had been in the same location for 76 days so cold weather was not a factor. The device was not used. Later, in preparation for shipping the device back to the manufacturer for analysis, another reinterrogation showed full battery longevity. There was no apparent patient involvement.